Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the cadiere forceps instrument involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the cadiere forceps (part # 470049-07/lot # n10200302-0185) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system (B)(4). The instrument has a maximum of 10 uses. There were 3 more uses remaining. A review of the site's system logs for the reported procedure date was conducted and investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image or video clip for the reported event was submitted for review. The cadiere forceps instruments are multiple-use endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure. Based on the information provided at this time, this complaint is being classified as a reportable malfunction event due to the following conclusion: it was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the cadiere forceps instrument tip fell off of the instrument inside patient. The instrument tip was retrieved and the procedure was completed with no reported injury. All fragments were retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. Although there was no patient injury, if this failure were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the cadiere forceps instrument tip fell off inside patient, under visualization. The instrument tip was retrieved. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was no damage. The instrument was being used and the tip of the instrument fell off inside the patient's abdomen, under visualization, and was retrieved successfully. The instrument was used throughout the case. Surgeon was grasping tissue when the device fragment fell inside the patient. There was no issue with the instrument functionality. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The surgical staff did not notice any damage to the cannula or the instrument after the event occurred. There was no patient injury. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. No photographic images of the device(s) or a video recording of the procedure are available for isi review.